Event description:
It was reported patient underwent a revision of competitor's products on and unknown date. During the revision, when the surgeon was tightening and augment screw, the ballpoint tip of the screwdriver fractured off. As a result, the tip remained in the screw which was covered with bone cement and remains in the patient.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of returned device found evidence that instrument fractured due to torque overload. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement. "